Event description:
It was reported cardiac perforation, pericardial effusion, cardiac tamponade and death occurred. A left atrial appendage (laa) closure procedure was attempted using a 27mm watchman flx laa closure device with delivery system (wds). During deployment and positional adjustment of the closure device a perforation in the wall of the laa occurred. The patient became hypotensive and a pericardial effusion with tamponade occurred. A pericardial window procedure was performed, and an atrial clip was placed to complete the laa closure procedure. The patient went to recovery and was in good status; however, it was later reported the patient died of unreported causes.